Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4).) Were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A customer's mother reported the customer had a chest cold and as he was monitoring his blood sugar, his readings were "higher than normal around 180", which he was controlling with humalog. On (B)(6) 2010, the customer reportedly started not feeling well and subsequently passed out. The customer was transported to a hospital via paramedics where he was diagnosed with hyperglycemia and dka. The customer reportedly was put on breathing tube and treated with insulin and saline infusion. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number (B)(4)). All affected consignees were notified by letter beginning december 22, 2010.